Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00773. This report is being submitted as additional information. Approximate age of device ¿ 11 months. Manufacturer's analysis conclusion: analysis of the log files provided by the account confirmed the report of lvad fault alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The lvad monitor current values are consistent with the report of the controller perceiving corrupt values from the lvad. These values may have also contributed to the lvad fault alarms; however, a specific cause for the elevated lvad monitor current values cannot be conclusively determined through this evaluation. It was reported that the patient experienced lvad fault alarms on 2/5/2018. The alarm has been silenced and cleared. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU explains all pump parameters. This document and the heartmate 3 patient handbook explain all system alarms, including the lvad fault alarm, and the recommended actions associated with them. Both of these documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an lvad fault alarm occurred on (B)(6) 2018. The alarm was silenced and cleared, and did not reappear. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of lvad fault alarms was confirmed based on the evaluation of the submitted log files. The majority of the events captured in the controller event log file showed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the reported lvad fault alarm activated. Based on the captured power values and the data on the lvad log files, the pump was operating normally at the set speed during these events. The lvad fault alarms and parameter blanking appeared to be caused by an issue with the current monitoring circuit on board the pump. Based on the lvad log file data, the issue with the current monitor circuit began after a pump reset occurred. This pump reset appeared to be the result of electrostatic discharge causing the pump software to reset, which is in accordance with intended design. A corrective action has been opened to further investigate the current monitoring issue. The customer reported that the alarms were cleared and silenced and did not return. The patient remains ongoing on vad support and no further issues have been reported. Heartmate 3 lvas IFU rev. G, in the patient care and management section, warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook rev. G warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity in the introduction section. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. The hm3 IFU and patient handbook contain sections entitled ¿alarms and troubleshooting¿ that explains all system alarms, including the lvad fault alarm, and the recommended actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30nov2016. No further information was provided. The manufacturer is closing the file on this event.